Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event ¿chipped glue on the charged-coupled device (ccd) cover lens¿ was caused due to component failure. However, for the reportable event ¿foreign material on the light guide rod lens,¿ a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the light guide rod lens and chipped glue on the charged coupled device (ccd) cover lens. There was no patient involvement.